Event description:
A malfunction alarm with code malf 16 was reported, and the issue did not adversely impact the customer's blood glucose level. Technical support determined that the pump could not be reset, and as the pump was still under warranty, a replacement pump was arranged. The customer was instructed to use a backup insulin pump to ensure uninterrupted insulin delivery and was guided on how to put the faulty pump into storage mode before returning it. The customer acknowledged these instructions and agreed to return the pump within ten days using a prepaid label.